Event description:
Customer reports, they attempted to remove the stylet for the dobbhoff tube. The stylet broke off. They took the patient to radiology for a successful retrieval of the broken segment using fluoroscopy. No injury is reported.